Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer is having issues with their continues glucose monitoring system on their insulin pump. The patient's blood glucose level was at 200 mg/dl. The customer stated that the system is not accurate and that they will try to address the issue themselves. The customer stated that they will call the help line if the problem continued. No further information was provided.